Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited oversensing resulting in multiple inappropriate shocks. Low amplitude signals were also noted at the in clinic follow up. A completed x-ray confirmed this electrode was dislodged. This electrode was then successfully repositioned with acceptable measurements obtained. This system remains in service. No additional adverse patient effects were reported.